Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The event of capsular contraction baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contraction baker grade unknown.

Event description:
Patient reported " a right side capsular contraction baker grade unknown ". The device remains implanted.